Manufacturer narrative:
Visual inspection - the handle was received for visual examination. There were no sign of abuse, or misuse that could be detected on the exterior or interior of the handle. Functional inspection - upon removing the battery compartment end cap, it was noted that two "c" size batteries were already installed in the handle. Along with this complaint handle, three blades were returned that were reported as; would not light on the handle. The end cap was replaced. The following blades which were returned with the handle were attached to the handle. Each blade displayed a bright, uninterrupted light from the led light source. No issues were noted: equiplite mac 4, equiplite mac 3, equiplite miller 4. The DHR (device history record) file is not available for review in the us. The complaint cannot confirmed. No corrective/preventative actions assigned. Root cause cannot be established.

Event description:
The event is reported as: the customer alleges that the handle would not work during pre-testing. The blade would not light on the handle.